Event description:
It was reported that the patient presented to the emergency room with syncope. Upon review of stored electrograms, the right ventricular lead exhibited noise which inhibited pacing. The noise was reproducible. No device intervention performed but lead revision and programming changes were discussed. No further information available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the right ventricular lead was capped and replaced on (B)(6) 2018 due to the oversensing of noise. The patient was stable before, during, and after the procedure.